Manufacturer narrative:
Varian's field service engineer observed and found the upper arm motor moved, even though the motor was not activated when it was positioned against gravity. The electro-cylinder motor was replaced and the device returned to operation. Although there was no serious injury reported in this case, the available information suggests a malfunction in the device which could result in a serious injury. This issue remains under investigation and further follow-up to this MDR is expected on completion of that investigation.

Event description:
The customer reported that the therapist was taking pv images for a patient at gantry position 204 degrees. After image acquisition, the therapist retracted the r arm and saw the arm moving forward instead of retracting to home position. The arm moved freely towards the patient and hit the patient's forearm. The patient was examined by a medical doctor. The diagnosis of the patient was a 1cm by 1cm abrasion over left forearm, just below the elbow. There was no swelling or restriction in motion. The patient declined to apply medication and refused to go for diagnostic screening. The radiation therapist indicates that the patient's condition is "okay." There was no report of serious injury and no additional patient data provided.